Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide with a sphincterotome that did not contain a metal tip. During use, the coating of the wire guide was damaged. Additional information provided with this report indicated the physician used proper flushing techniques. The device was removed from the pt. An injury to the pt was not reported.